Event description:
Caller reported a malfunction on the pump, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Cts provided guidance on resetting the pump, and after following the instructions, the malfunction code did not recur. Customer was advised to continue using the pump and to report any future malfunctions, if they occur.